Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment of device or device component. Correction to blocks d2b, d2a, and g4. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis did not identify any damages to the returned device. Functional evaluation revealed that the carrier was able to move in and out after deploying the carrier and the cage was able to catch the suture. Additionally, the suture was not returned. Dimensional testing of the device met all manufacturing specifications required and passed all the controls and inspections. Based on the information available and analysis results, it was not possible to identify any evidence of either the alleged issue of cage failure to catch the needle, and dart detachment of device or device component. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using two capio devices, it would not capture the suture and the heads broke off the suture line. There was no information on what completed the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-38799 for the first capio device, and 2124215-2024-38800 for the second capio device.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment of device or device component.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using two capio devices, it would not capture the suture and the heads broke off the suture line. There was no information on what completed the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-38799 for the first capio device, and 2124215-2024-38800 for the second capio device.